Event description:
It was reported that "staple misaligned - no further details". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Additional information received on (B)(6) 2024 states that a 2nd stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "no patient harm". Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple misaligned - no further details". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "staple misaligned - no further details". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of " misfire/jamming-misaligned staples" was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon functional testing, the first firing attempt resulted in the first partially formed staple to fully form and release; when the first staple was released another unformed staple fell out of the cover block. The second firing attempt resulted in a staple fully forming and releasing properly. To simulate insertion into the skin, the remaining 5 staples were fired into the skin pad and the staples fully formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. It was observed that saddle spring was attached to the pusher; however, the saddle spring was crooked. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation within teleflex was opened to further investigate this issue. Teleflex will continue to monitor and tr end on complaints of this nature. Other remarks: n/a. Corrected data: n/a.